Manufacturer narrative:
The actual device was returned for evaluation. Visual inspection was performed and found the cannula cap detached from the cannula tabs. Functional inspection was performed and the device worked as intended. Device was disassembled and no damages were found on the internal components.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent laparoscopic transabdominal preperitoneal repair on (B)(6) 2015 and absorbable straps were used. During the procedure, the cannula cap came off and fell into the patient at the first firing. The cannula cap was retrieved with forceps and no pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse patient consequences reported.